Event description:
Patient's representative initially reported left side "exposed to considerable psychological stress because of the knowledge of the potential risks and problems due to the medical product¿ and ¿suffered from the idea of carrying a cancer-threatening product and has considerable and well-founded concerns about possible consequential and long-term damage¿. Later reported "diagnosed with brca2 mutation"- which is not device related, "rupture discovered intraoperatively". Additionally provided healthcare professional's explant surgery report which notes "¿isolated tiny mastopathic cysts¿, ¿capsular breast tissue with a synovial-like differentiated cellular layer on the inner side. Small focal particles of foreign matter are visible in the wall, which is refractile and non-birefringent under optical polarization, surrounded by single giant cells of the foreign matter type, consistent with silicone remnants¿, and ¿mild duct ectasia with secretory retention¿"- which is not device related, ¿mild duct ectasia with secretory retention¿- is not a complaint against the device, ¿small focal particles of foreign matter are visible in the wall, which is refractile and non-birefringent under optical polarization, surrounded by single giant cells of the foreign matter type, consistent with silicone remnants¿. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "carrying a cancer-threatening product and has considerable and well-founded concerns about possible consequential and long-term damage" and brca2 mutation-which is not a device related